Manufacturer narrative:
Concomitant product: product ID 8709, serial # (B)(4), implanted: (B)(6) 2005, product type catheter. (B)(4).

Event description:
It was reported the patient was "having trouble with her pump" and wanted to know the longevity. It was noted the healthcare provider (hcp) had always told her it would last five years and the patient was expecting to have it changed in 2015, but the last refill printout from (B)(6) 2014 showed an elective replacement indicator (eri) of 32 months, which was longer than the five years she was expecting. The pump was being used to deliver dilaudid and marcaine. It was unknown what specific trouble the patient was having with her pump, if she experienced any symptoms, if the event required an intervention, or the patient¿s outcome. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.